Event description:
It was reported that there was difficulty removing injection cap. The catheter was removed and noted to have a cracked luer

Manufacturer narrative:
A review of the manufacturing records indicated all device specifications and quality requirements were satisfied. Visual examination of the returned device confirmed a longitudinal crack in the blue female luer. Two needleless injection caps were also returned. Both caps were easily applied to and removed from both female luers. We are unable to determine the cause or factors which contributed to this event.